Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that under normal conditions and torque, the screwdriver blade broke off in an asnis micro screw before the screw was fully inserted. A second screwdriver was used and as the screw reached its final position, the blade of the screwdriver broke off in the screw, it was not reported if piece was removed. Surgeon determined the screw was seated firmly and completed the procedure. Rep reported a surgical delay of less than 5 minutes.

Manufacturer narrative:
Correction concomitant medical products and device evaluated by MFR. The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Device not returned.

Event description:
It was reported that under normal conditions and torque, the screwdriver blade broke off in an asnis micro screw before the screw was fully inserted. A second screwdriver was used and as the screw reached its final position, the blade of the screwdriver broke off in the screw, it was not reported if piece was removed. Surgeon determined the screw was seated firmly and completed the procedure. Rep reported a surgical delay of less than 5 minutes.